Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, the cause was determined to be due to air being sucked into the disposable because the patient line inadvertently separated from the transfer set. The lot information was unknown; therefore, a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Event description:
A nurse contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 3 of 6. The nurse stated the patient was inadvertently disconnected during drain 3 of 6. Gts had the nurse cycle power and advised therapy would have to be restarted with new supplies or completed using manual supplies. The nurse elected to contact the patient's dialysis nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.